Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-01, serial #: (B)(4). (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the data port on the coolflow pump was defective and it had a low flow pump error. It was also reported that after the procedure, the patient had a retro peritoneal bleed. A cat scan was performed and the patient was admitted to intensive care unit. Multiple attempts have been made to request for additional information regarding this event however no additional information is available at this time.